Event description:
The dentist reported a fractured screw in the implant. The screw could not be removed, therefore the implant was removed.

Manufacturer narrative:
One implant was returned for review. Evidence of a stuck component was identified within the implant. White residue remained on the external surface of the implant. The collar and external hex of the implant have also been grossly damaged and appears cut, likely from implant removal or complainants attempt to remove the fractured component. The remaining portion of the fractured component has not been returned for review. The returned radiograph has been reviewed; no additional conclusions however have been made due to poor image resolution. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.